Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their dds recommended they cease treatment due to pregnancy because of hormonal changes and gum sensitivity, changes in oral health and bite dynamics and the potential for increased discomfort and nausea.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.